Event description:
Pt called tech support to report a "couple of weeks ago she was having a hard time breathing." On (B)(6) 2012, pt was assessed by a pulmonologist who found fluid around her lungs. The next day, a thoracentesis was performed and 1.5 quarts of fluid was drained from around the pt's lungs. Pt was not hospitalized for this procedure. Pt stated she was told by her nurse and doctor that the fluid around her lungs were caused by the cycler not draining her completely during ccpd treatments. Pt continues doing ccpd with the liberty cycler.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection was performed. There were no visual signs of exterior damage. A simulated treatment was completed with no alarms or issues. All functional tests passed. A device history records review was performed. There were no unexplained variances, adjustments or comments noted in the device records. A search of the complaint tracking system listed no other complaints with the reported symptoms for this device. A review was performed by the post market clinical dept. Per the pharmacovigilance clinical research director, the event of pleural effusion is unlikely related to the liberty cycler machine, the pt continues continuous cycle peritoneal dialysis on a replacement cycler and is doing well. Pt is being monitored by a pulmonologist. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.